Event description:
The customer reported that during an 8-hours whipple procedure, the device jaws could not be re-opened after 6 hours of use. The device was applied to tissue when the jaws could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws in order to remove it. There was no blood loss or pt injury.

Manufacturer narrative:
(B)(4). To date the incident device has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.